Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. Customer reported an elevated blood glucose level of 250 (mg/dl). During troubleshooting with tandem technical support, customer was reminded that the auto-off safety feature can be modified or turned off. Recommendation was made to customer to check with health care provider regarding modification of the safety feature. Customer acknowledged.